Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported unstable measurement value, the device gets values and then they disappear. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The unit powered on and off using both battery and ac power. A "replace sensor" error message appears when the tb-20 connector is lightly manipulated physically. The audio and visual alarms trigger when error appears. A known good tb-20 connector was temporarily installed in the device and the device was able to recognize the sensor and take measurements without any errors or failures. The customer's tb-20 connector was placed back in the device and the failure was present. Solder defect was observed in the tb-20 connector pins which prevents pins from having proper contact with the sensor. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported unstable measurement value, the device gets values and then they disappear. No patient impact or consequences were reported.